Manufacturer narrative:
Pending evaluation.

Event description:
Index surgery: (B)(6) 2013. Revision of the left knee on (B)(6) 2017 due to pain and loosening.

Manufacturer narrative:
Please disregard this submission. Case was found to be a duplicate of 1038671-2018-00675 and 1038671-2018-00674.